Event description:
Device malfunction: failure to advance the retrieval catheter. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, due to the tortuous anatomy and sharply edged carotid artery, the retrieval catheter would not cross through the stent. It was suggested to turn the pt's head and to have the pt swallow a facilitate the advancement of the retrieval catheter through the implanted stent; however, this was not done, and the open filter element was pulled through the stent and into the retrieval catheter, then removed from the anatomy. There was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). Eval summary: the device was not returned. Difficulty advancing the retrieval catheter (rc) through the stent can be attributed to numerous factors including, but not limited to: the stent may have been deployed at a bend, the barewire may have been kinked, poor tip geometry and/or, the advancing technique used to advance the rc. Reportedly, the pt had a challenging anatomy such as a diseased type ii aortic arch, a heavily tortuous and sharply edged carotid artery with a mildly calcified lesion and 80% stenosis. Hence, due to the pt's anatomy, it is possible that the rc met resistance while attempting to track through the stent implant. In addition, it was reported that despite suggestions to turn the pt's head and swallow, to facilitate rc advancement, the physician decided to pull the open filtration element through the implanted stent and capture the filter into the rc proximal to the stent versus distal to the stent. To ensure this is not a mfg deficiency, there are many in process controls during mfg including 100% inspection of the rc tip welding procedure and tip outer diameter measurement. Units are 100% inspected for any gross damage. Additionally, the emboshield nav6 is 100% visually inspected before packaging. A review of the available info does not indicate a product deficiency. The info does attribute the difficulty to remove the filter element and the inability to cross the rc through the stent, to the pt's anatomy, circumstances during the procedure and, possibly, a user induced phenomenon. A review of the finished device lot history records did not reveal any non-conformities related to this event.